Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported separation of tubing. Description: during or after priming a patient's medication, nurses observed leakage caused by a broken tube. In most cases, the tubing either snapped while inserted in the alaris pump or the ends of the tubing were found to be cracked. No patient harm.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.